Event description:
The customer reported to olympus during a unknown procedure, impossible to take out the video system center and the connector was blocked. The procedure was completed with the same device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to b5, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the endoscope could not be removed due to a broken video connector. The root cause of the broken video connector was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the initial reporter which confirmed the reported event (impossible to take out the video system center and connector was blocked) occurred after the procedure. There was no patient harm or consequence reported as a result of the event.